Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had a pre-existing black head on their back and the lifevest irritated the area. There was no alleged device malfunction contributing to the irritation. The patient had surgery to remove the black head. Follow up indicated that the skin irritation improved.